Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redx0994 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient underwent catheter placement on (B)(6) 2021. During the routine maintenance of the catheter after placement on (B)(6) 2022, the catheter was broken internally and therefore was removed. Additional information: no part of the catheter migrated into the patient. The catheter was successfully removed in full without additional intervention.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a groshong catheter. The photograph depicted a portion of catheter shaft which included the 38cm through 45cm depth markings. The catheter shaft appeared damaged between the 41cm and 42cm depth markings. The damage region appeared discolored and possibly split. The damage appeared to be longitudinally aligned. Catheter damage was evident in the submitted photograph; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include sharp instrument contact and material fatigue. H3 other text: evaluation findings are in section h11.

Event description:
It was reported the patient underwent catheter placement on (B)(6) 2021. During the routine maintenance of the catheter after placement on (B)(6) 2022, the catheter was broken internally and therefore was removed. Additional information: no part of the catheter migrated into the patient. The catheter was successfully removed in full without additional intervention.